Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and two myocardial leads was experiencing inappropriate shocks. The physician elected to perform an invasive procedure and found an insulation break on the leads. The leads were capped and replaced with an endotak lead, at this procedure he also replaced the ICD.